Manufacturer narrative:
Batch review performed on 09 july 2021: lot 2012036: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 2026-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a fractured femur and the cause of the fractured femur is unknown. The surgeon revised the femoral component and insert 17 days after primary. The surgery was completed successfully.